Event description:
Patient was revised to address loosening of the tibial tray at the bone/cement interface, which caused pain. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy (B)(4) was unable to retest the retained sample of this product, it was manufactured in 2000 and therefore is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure (scpqc-01). Review of the device history records found no non conformances. All results complied with qc specifications prior to release of any product. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.